Manufacturer narrative:
Patient identifier not available. Patient age not available. Patient weight not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a minimally invasive lumbar fusion procedure. It was reported that intra-operatively, there was an alleged inaccuracy with the navigation system and a non-medtronic imaging system. It was reported that the tip of the instrument on the screen was 10 millimeters deeper than in reality. The suspected cause of the issue was the left tracker was no longer accurate. The procedure was completed without the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that calibration of the system resolved the issue.